Event description:
According to the available information, it appears that the previously implanted coloplast reservoir was replaced with a non-coloplast reservoir during a revision surgery. Reasoning for revision is unknown.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.